Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon alleged the system was inaccurate. The surgeon checked accuracy with the straight suction on the teeth and felt 1-2 millimeters inaccurate laterally. The surgeon opted not to re-register and continued the case noting the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site.a medtronic representative, following up with the site, reported that the site has not had and inaccuracies since this event. No parts have been received by the manufacturer.